Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexpected high blood glucose levels. The blood glucose reading was 587 mg/dl, and another reading was 444 mg/dl. The customer stated that the issue was not the fault of the insulin pump but that it was his error for not priming the infusion set. He declined troubleshooting. The blood glucose reading at the time of the call was 118 mg/dl, and the customer had called regarding a sensor issue. Advised to monitor the issue. Nothing further reported.